Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 436 mg/dl. The insulin pump received insulin flow block alarm even after changing multiple sets. Customer stated that the insulin exited and cannula was not bent. The customer reported blood at site and they did not receive medical treatment as a result of the site issue. The customer declined troubleshooting for high blood glucose value. The device will not return for the analysis.